Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional 10x19mm omni elite stent referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, left and right common iliac artery with kissing stent technique. Two unspecified omni elite stents were successfully implanted distally in the left and right common iliac arteries. Next, the 10x39mm omni elite stent delivery system (sds) was advanced and positioned in the left common iliac artery; however, the stent length appeared to be insufficient. The sds was removed so it could be used with an additional stent. The 10x19mm omni elite sds was then advanced; however, resistance was met. The sds was removed and it was noted that both the 10x39mm stent and the 10x19mm stent had dislodged from the sds and remained in the anatomy. It was determined that the resistance during advancement of the 10x19mm sds was with the dislodged 10x39mm stent. The 10x39mm stent was then removed via snare; however, the 10x19mm stent had migrated to a smaller collateral branch. The flow was not limited; therefore, the stent was left in place and the procedure was discontinued. A follow up will be planned for evaluation. No additional information was provided.